Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+0.5/094 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. The lens was removed on (B)(6) 2024 due to low vault without rotation. The lens was replaced later that same day with a longer length lens. The problem was resolved. The cause of the event was unknown. H4: device manufacture date: 20-mar-2019. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+0.5/094 (sphere/cylinder/axis), in the patients left eye (os). The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).